Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states during knee revision surgery doctor discovered anatomic patella pegs had sheared off patella. Doctor would like a follow up letter on this incident as for loosening I am unsure if a sheared implant qualifies as loosening. The surgeon did not specify any direct thoughts regarding implant failure. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4) no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.